Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. She underwent adhesiolysis and gallbladder removal on (B)(6) 2014 and adhesions were found to the mesh. She had addtl mesh removal surgery on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/25/2019.